Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon claims the device "misfired" during the procedure. Another device was pulled and the case continued. No further info was available. There was no consequence to the pt.